Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced five bent cannulas, which led to high blood glucose level event on (B)(6) 2026. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.